Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with leakage. There was no report of injury or medical intervention.